Event description:
It was reported that the insulin pump under-delivered insulin. Nothing further reported.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a faulty force sensor resistor. The device passed the displacement, rewind, basic occlusion, occlusion and no delivery tests. Programmed fixed prime during testing showed water exiting the infusion set and no delivery anomaly observed. Cracks to the battery tube threads, reservoir tube lip and a scratched lcd window also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.